Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a manufacturer representative on (B)(6) 2018. It was reported that the im plant date of the pump was 81 months ago. A reset never also occurred. The safe state did not occur while updating the pump and was not related to an MRI (magnetic resonance imaging) or electromagnetic interference (emi). The eri was considered normal. The pump would be returned soon. It was indicated that the information provided had been confirmed with the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the explant date was (B)(6) 2018 and not (B)(6) 2018 (note this is conflicting with the previously reported event date).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen [2000 mcg/ml] at a dose of 190 mcg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the pump was found in safe state and that the pump had elective replacement indicator (eri) activated. The date of the event was reported to be (B)(6) 2018 and the event occurred during normal use. The patient had withdrawal symptoms. The physician prescribed oral therapy and the patient felt fine. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Pump interrogation was performed as troubleshooting. Surgical intervention did not occur but pump replacement was scheduled for (B)(6) 2018. At the time of the report the issue was not resolved and the patient status was "alive - no injury." The patient medical history, gender, age, and weight were asked but would not be made available. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified high battery resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
The correct explant date was confirmed by a manufacturer representative who was present during the replacement procedure to be (B)(6) 2018.